Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On 12/04/2024, the patient reported that they experienced inaccurate cgm values which occurred 7 days after the sensor had been inserted in the arm. The estimated glucose value (egv) was 68 mg/dl and the bg was not checked. The patient was tired, nauseated and confused. After 3 days, the son took her to the emergency department (ed). There, the bg was 400 mg/dl while the egv was 56 mg/dl. The doctor gave her sodium chloride intravenous (IV). She got discharged around 8:00pm. The patient felt normal during the call. There was no documentation of further medical evaluation or intervention. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. Initially there was not a complete set of reported glucose values available to search within the parkes error grid calculator. However the complete set of reported glucose values when the patient went to the ed fall within the d zone of the parkes error grid. No additional patient or event information is available.